Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that an attempt was made to insert an intra aortic balloon(iab), but due to the curvature of the blood vessel it could not be inserted smoothly. Given the possibility of it being kinked, it was removed. A check was made to see if the balloon would inflate outside the body, but it did not inflate properly. There was no impact on the patient, and no health hazards were observed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: a3a; b4; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, component code; h11 corrected field: e2; e3. The iab was returned with the membrane folded inside the t-handle. No blood was visible on the catheter. The sheath was not returned for evaluation. A laboratory insertion test was performed. Since the sheath was not returned a 7.5fr laboratory sheath was used. The technician was able to successfully insert the balloon through the sheath. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The reported event cannot be confirmed by the evaluation. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. The reported event cannot be confirmed by the evaluation.